Manufacturer narrative:
Lot review: lot # 3339940 showed that (B)(4) units were manufactured, tested, inspected and released in november 2016, citing no exception documents.

Event description:
Complaint received regarding two 011-46101-92, monitoring kit w/ 03 ml squeeze flush device, admin set and tp4; lot# 3339940 (11/16). Report states: twice it happened that the tubing was not glued to the connector that attach to the stopcock proximal to the patient and tubing has disconnected from the luer lock connector. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: lot # 3339940 showed that (B)(4) units were manufactured, tested, inspected and released in november 2016, citing no exception documents. Visual inspection: received five new 011-46101-92, monitoring kit w/ 03 ml squeeze flush device, admin set and tp4; lot# 3365623. Received: two used 011-46101-92, monitoring kit w/ 03 ml squeeze flush device, admin set and tp4, lot# unknown. Functional testing: all units were pulled to failure and all devices were well above product specification. Final investigation summary: the reported product problem for tubing separation was confirmed. However the exact cause is unknown. This is based upon that the two (2) used 011-46101-92 devices there was visible solvent rings present in the bonded connections. In addition the 011-46101-92 packaged devices the pt tubing bonds were also found to meet the performance specification requirement for tensile pull strength. ICU medical will continue to monitor and trend.

Event description:
Complaint received regarding two 011-46101-92, monitoring kit w/ 03 ml squeeze flush device, admin set and tp4; lot# 3339940 (11/16). Report states: twice it happened that the tubing was not glued to the connector that attach to the stopcock proximal to the patient and tubing has disconnected from the luer lock connector. No adverse patient consequences reported.